Manufacturer narrative:
(B)(4). Batch #: u94f06. Investigation summary: the product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the hp054 device was received with no apparent damage. It was connected to a generator, evaluated with a test instrument, and was found to be functional. The instrument was disassembled to inspect the internal components. The moisture indicator was positive. The handpiece has a number of seals to prevent fluids from entering the housing. "Positive moisture indicator¿ describes a condition where water enters the handpiece cavity during the steam sterilization process. The primary path of ingress is the distal seal, this may be caused by a reduction of the compressive force on the distal seal. However, no definitive root cause could be drawn. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. Although no conclusion could be reached on the cause of the reported event. It is probable that the ingress of moisture affected handpiece functionality and contribute to the reported event. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance.

Event description:
It was reported that, during a laparoscopic colectomy, the device could pass the pre-run test, but ¿reactivate¿ displayed and became not to function after the device used for a while. Gen11 was used. The number of remaining uses of hp054 was 70. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.